Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately displayed "attach pads" message and failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report of the device failed self-test was observed during review of the device activity log. However, the device was put through extensive testing including bench handling, impedance, and defibrillation cycling testing without duplicating the report. Internal inspection of the device found no discrepancies. The pace/defib (pd) engine board was replaced as a pre-caution. The customer's report of attach pads message was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately displayed an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.